Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four (4) samples were received without their original packaging inside a ziploc bag, in used conditions and with their certificate of safe handling. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Air cuff symmetry test was performed to the units. When we inflated the sample 1, 2 and 3 with air, the cuff only inflate one side. According to the instruction for use, the cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. When we inflated the sample 4, the cuff inflated without problems. When we measured the cuffs, the percentage for the symmetry was for sample 1:44.44%, for sample 2:41.66%, for sample 3: 50% and for sample 4: 50%. These results are over 33.3% that is the minimum acceptable. Based on the test, the unit is within spec. The complaint is not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that four cuffs were not inflating symmetrically with half the cuff sticking to the tube. No patient injury was reported.